Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleges that a patient had blood was drawn for a lab test at 21:00 and two nurses saw a result of hi on the inform system at 21:05. Reporter also stated that they treated the patient with ativan after the blood was drawn because he was having seizures. Reporter states that the lab value was reported as 14 mg/dl and the patient was then treated with d-50 and also d-10. No other actions were reported taken or treatment received. Reporter also stated that the result shown in the meter's memory and their software program it downloads to was actually lo (less than 10 mg/dl). A request was made for the return of the suspect device.